Event description:
We received a report from a physician that a patient experienced increased intraocular pressure (iop) one day post-operative following the implantation of an intraocular lens and use of healon duet. On (B)(6) 2013, one day post op, iop was 26 mmhg. (B)(6) 2013 one week post op iop was 18 mmhg. Left eye was affected. Patient is a glaucoma suspect.

Manufacturer narrative:
Corrected data: both adverse event and product problem. A week later, on (B)(6) 2013 the physician provided additional details regarding her report. The surgeon indicated that she first used healon without any difficulties. She then used the healon endocoat; she noted that the viscosity of the product seemed thicker than usual and reported the fluid to ¿bulk out¿ after injection. She further reported she used the same amount of ophthalmic viscoelastic/dispersive (ovd) as she did in the past, and there was nothing new or different in the procedure. She stated that she felt the increased iop was due to the healon endocoat and not the healon. The doctor has been using the healon duet ovd for three months with no reported issues. Additionally, the surgeon indicated that she used the same lot number of ovd on seven other patients who did not experience a rise in intraocular pressure. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Visual inspection of the five unopened returned products from the same lot number was performed. No defects were observed for the units. Viscosity testing was performed on the same five unopened returned units and all results met release specifications. There were no deviations or comments observed that indicated likely association with a manufacturing assignable cause. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). PMA p810031/s046. Healon duet lot# um30662 contains: healon lot# um30562: manufacture date 01/21/2013 and expiration date 12/31/2015. Healon endocoat lot# 024887: manufacture date may 06, 2013 and expiration date april 30, 2015. A review of the manufacturing records for the healon duet lot# um30662 showed that all results were within specifications. Healon duet: visual inspection of returned boxes of healon duet were found to be slightly damaged. The source, and therefore the probable cause, for the damage of the duet boxes in not known. The slight damage that was observed was determined not to be a product defect or malfunction that could explain increased intraocular pressure. Manufacturing records for the healon lot# um30562 were reviewed and all results met specification. Based on the manufacturing record review for the healon duet and healon, there were no issues identified that were related to the reported complaint as all finished product chemical and microbiological testing were confirmed to meet finished product specifications. Batch related environmental monitoring controls, e.g. Air sampling and surface sampling on aseptic packaging met specified limits. Regarding healon: visual inspection of retained and returned samples was performed. No visible defects were found on the package, solution or cannula. Additional chemical testing, zero shear viscosity and assay for sodium hyaluronate was performed on the retained samples; both items were found to be within specifications. Manufacturing records for healon endocoat were reviewed with special emphasis for characteristics that could be potentially related to the observation of increased intraocular pressure (iop). Review of the manufacturing batch records found no deviations that could likely contribute to the increased iop reported following the use of healon endocoat. All product testing met specifications for both in-process and final release. Regarding healon endocoat: visual inspection of the unopened returned unit was performed. No defects were observed on the units. All pertinent information available to the manufacturer has been submitted. Placeholder.